Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data log reports indicated that the controller error occurred on 10/6/22, however the issue occurs as early as 10/2/22. Upon boot up, ic2163 alarms for a controller error for loss of communication with the keyboard pca. The returned console interior connections were verified. The 5-inch ribbon cable from the keyboard to the 4-in-1 was visually inspected with no issues observed. The console was powered on and the alarm was not present/ reproduced. The console was then powered cycled ~25 times before the error occurred again. The controller error is very intermittent between boots. Normal boots were left on, and the keyboard was tested extensively with no issues occurring. During this error state, the soft keys on the keypad were unresponsive. The cause of the aic issue was a defective keyboard display. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error alarm. There was no patient harm reported.